Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the user was unable to get carelink data to import, even though the test connection was successful. Monitor status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis of the event prompted a change in the conclusion code. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that the user was unable to get carelink data to import, even though the test connection was successful. Monitor status is unknown. No patient complications were reported as a result of this event.